Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and forwarded to the supplier for evaluation. Visual inspection shows that the device has procedural debris on and around the active tip and ceramic. The ceramic is littered with scratch marks, indicating contact with a metal cannula or another instrument during use. It is not clear if a metal cannula has been used with the device or not. The cut return cap is not correctly aligned with the ceramic. There is a sizeable dent in the rear of the cut return cap. There is a good coverage of adhesive visible between the cut return cap and the ceramic. The device passed all electrical and functional tests. The customer has reported that the cut return cap of the device started to lift during use. The shaft of the device was secured in a vice and hand held tensiometer with a fixture attached. A force of 17.3n was applied to the cut return cap. The design specification states that the pull off force the cut return cap is required to resist is >16.25 n. The position of the cut return cap has not changed. There is good coverage of adhesive is visible between the cut return cap and the ceramic of the device. The incorrect cut return cap position could be attributed to manufacture error but is not possible to determine what has caused the scratches on the ceramic with the information provided. This complaint can be confirmed. Further investigation into the failure mode is being carried out under a supplier CAPA. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed dis-similar complaint for this lot released to distribution. A root cause for the reported failure cannot be discerned. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure of the shoulder, it was reported that we were working on two stations and both ts90 had this type of scratches even if I haven't anything getting in contact with them. My first impressions is that potentially the heat caused these type of scratches even if I was not watching all the time. The tip started to lift at the distal end after 10-mins and we were working on a shoulder specimen.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added lot number.